Event description:
It was reported that the user experienced an occlusion alert on the infusion set, with blood glucose reaching 400 mg/dl, prompting disconnection from the pump and administration of subcutaneous insulin via pen; after changing supplies, the occlusion resolved and subsequent blood glucose was 180 mg/dl. Symptoms included feeling sluggish, consistent with hyperglycemia. Outcomes included restoration of glucose to a non-urgent range after supply change and use of backup insulin, with no hospitalization. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that resolved after the infusion set was changed, consistent with an infusion site or set-related blockage. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to interrupted insulin delivery.